Event description:
It was reported the patient was unable to adjust his stimulation using his patient programmer. The programmer would not respond when either the (+) or (-) buttons were pressed. A replacement patient programmer was sent to the patient. F/u identified the patient's issue was resolved with the use of the replacement patient programmer.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.